Manufacturer narrative:
Follow-up submitted as further investigation determined the caster delaminated causing a flat spot which would be an annoyance as the bed would be harder to move, however; it is not likely to harm the patient as the patient could still be transported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by service report that the right foot end caster wheel was delaminated and had flat spots.

Event description:
It was reported by service report that the right foot end caster wheel was delaminated and had flat spots.